Event description:
Reporter alleged discrepant blood glucose values of 300 mg/dl on the customer's advantage system compared back to back with a result of 115 mg/dl when testing was performed on the dr's meter. Customer stated going to the dr as a routine appointment when the testing was performed. No actions were taken or treatment received reportedly. A request was made for the return of the supsect device and replacement product was sent.